Manufacturer narrative:
(B)(6). Date of report: 13aug2019. Ts recommended replacing the data acquisition (da) pcba. Customer received a new da pcba and installed it, but issue remained. Customer swapped out a known working da pcba and the issue was resolved. Customer contacted ts and ordered a replacement for the received board that did not resolve the issue. Customer received new da pcba, installed it, and issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
Customer contacted technical support (ts) stating that unit failed pressure accuracy testing. There was no patient involvement.